Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ luer-lok control syringe had gauges that were blurred. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd luer-lok control syringe had gauges that were blurred. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: (B)(6) 2018. Device lot#: 7208533 device manufacture date: 2017-10-05. Three photos depicting up close scale marking portions of 10ml syringes were received. Each syringe has missing print between the 5ml and 7ml markings. The missing print observed is greater than 50% of the printed area which is rejectable per product specification. It is difficult to tell from the photos whether the print defect was due to a marking or assembly issue. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause could be associated with either process. Physical samples would be necessary for evaluation to determine the precise nature of the missing print and its potential root cause. The reported defect was observed using the photos provided by the customer. It is difficult to tell from the photos whether the print defect was due to a marking or assembly issue. The potential root cause could be associated with either process.